Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection revealed a crack on the top case. Review of the event history logs confirmed 'motor not running' error; no force sensor error' was found. Functional testing was performed and the motor not running' error was found at the beginning of the occlusion test due to the main board being misaligned. The root cause was determined to be the main board misaligned due to device being dropped by the customer. The main board was realigned. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a force sensor issue. Patient involvement is unknown.